Event description:
Philips received a complaint from the customer, reporting that the v60 turned itself off while in clinical use. There was no report of any adverse outcome to patient care or therapy. The v60 ventilator has been removed from service. Customer has reviewed the significant event log and is not reporting any errors. Customer is reporting the power supplies are all operating within specification and the battery is fully charged. Advised customer the latest version of the service manual and of fco86600066 ¿ v60/v60 plus ventilator ¿ ventilator loss of function w/o alarm. Customer to complete v60 performance verification testing and call back with any tests that are out of specification.

Manufacturer narrative:
It was noted that the device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The customer replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.